Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the planned treatment/non-emergency treatment of the vascular procedure issue was completed as planned by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not producing fluoroscopy. Review of system logfiles confirms no errors. Upon troubleshooting, fse tested the wired footswitch and found the ap fluoro pedal was not functioning. Fse replaced the wired footswitch. After replacement of footswitch, the system was returned to use in good working order. The defective footswitch part was returned for analysis and failure found due to cable damage and missing anti slip was confirmed. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to the philips that it was not possible to produce fluoro. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) inspected onsite and replaced the footswitch which returned the device to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.